Event description:
I ordered a quantitative test from quest diagnostics. After doing a home test finger prick blood test to see if I had epstein-barr virus still and the fingerprint test came back positive but when I ordered a qualitative test to measure how many copies per millimeter of the virus I have in my blood, they simply came back with one day later saying that it was negative and there was no copies per millimeter even reported. I paid $(B)(6) out of pocket, and they didn¿t even run the test. Why are consumers not allowed to do their own diagnostics if the labs that we are required to use aren¿t trustworthy? Test results did not detect ebv for this patient.